Event description:
It was reported via an article published in the international brazilian journal of urology that study was conducted to investigate clinical and surgical factors associated with early catheter replacement in patients treated with holmium laser enucleation of the prostate (holep) with results from a high-volume laser center. Data was collected from 305 patients that had been treated between (B)(6) 2017 to (B)(6) 2021. All procedures were carried out under general anesthesia using the 120w versapulse holmium laser machine with a accumax laser fiber. Laser energy was set at 2.0 joules and 45 hz, 90 w, for enucleation; and 2.0 joules and 30 hz, 60 w for coagulation. Patients were divided into two groups according to early catheter replacement, defined as postoperative re-catheterization due to an episode of acute urinary retention (aur) that occurred within 7 days after catheter removal. A total of 46 patients experienced early catheter replacement due to an episode of aur, and those cases were associated to either blood clots or bladder neck spasm / postoperative edema. Patients needing catheter replacements showed a higher use of anticoagulants or antiplatelet medications at surgery, a higher bladder wall modification (bwm) and, a higher rate of indwelling urinary catheter before surgery.

Manufacturer narrative:
Di maida f, cadenar a, grosso aa, et al. (2023) predictors of early catheter replacement after holep. Results from a high-volume laser center. Int braz j urol. 49(5):608-618. Doi:10.1590/s1677-5538.ibju.2023.0165.

Event description:
It was reported via an article published in the international brazilian journal of urology that study was conducted to investigate clinical and surgical factors associated with early catheter replacement in patients treated with holmium laser enucleation of the prostate (holep) with results from a high-volume laser center. Data was collected from 305 patients that had been treated between march 2017 to january 2021. All procedures were carried out under general anesthesia using the 120w versapulse holmium laser machine with a accumax laser fiber. Laser energy was set at 2.0 joules and 45 hz, 90 w, for enucleation; and 2.0 joules and 30 hz, 60 w for coagulation. Patients were divided into two groups according to early catheter replacement, defined as postoperative re-catheterization due to an episode of acute urinary retention (aur) that occurred within 7 days after catheter removal. A total of 46 patients experienced early catheter replacement due to an episode of aur, and those cases were associated to either blood clots or bladder neck spasm / postoperative edema. Patients needing catheter replacements showed a higher use of anticoagulants or antiplatelet medications at surgery, a higher bladder wall modification (bwm) and, a higher rate of indwelling urinary catheter before surgery.

Manufacturer narrative:
Di maida f, cadenar a, grosso aa, et al. (2023) predictors of early catheter replacement after holep. Results from a high-volume laser center. Int braz j urol. 49(5):608-618. Doi:10.1590/s1677-5538.ibju.2023.0165.